Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer's mother, who is a nurse, reported the low glucose alarm threshold was set to 70 mg/dl and did not sound at a reading of 45 mg/dl. The customer was reportedly asymptomatic and was treated with a glucagon injection by his mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.